Event description:
It was reported that during surgery an ardis implant broke. The patient's condition created a difficult angle of insertion. While impacting the inserter with a mallet to place the implant, the implant broke. The implant was removed from the patient. Another implant of the same size was then successfully implanted. After insertion it was difficult to release the knobs on the inserter to remove the implant. There was no impact to the patient.